Event description:
It was reported that a patient was being monitored with a draeger infinity gamma xxl patient monitor connected to the draeger infinity centralstation (ics). ECG and hf changes occurred, the patient became bradycardic. Alarms of hf and spo2 disconnection were not audible. An alert was given for arrhythmia via the asystole alarm. The patient was successfully reanimated.

Manufacturer narrative:
Subsequent to the event, a function test of the ECG was performed. Appropriate alarms were provided acoustically and visually both at the gamma xxl and at the ics. Review of the ics logs provided show that prior to the asystole alarm provided at 5:02 on the date of the event, starting at 2:05, two "hf > 145" alarms and five "ECG signal invalid alarms" were provided. At 3:36 the alarms were turned off by the user at the ics which accounts for the report of no audible alarms being provided. As indicated in the ics instructions for use, you can individually enable or disable the alarm function for all parameters. Certain high-grade alarms such as asy and vf can be disabled only by accessing special settings and normally will always remain enabled. No device malfunction was identified.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that a patient was being monitored with a draeger infinity gamma xxl patient monitor connected to the draeger infinity centralstation (ics). ECG and hf changes occurred, the patient became bradycardic. Alarms of hf and spo2 disconnection were not audible. An alert was given for arrhythmia via the asystole alarm. The patient was successfully reanimated.